Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that interrogation of the pulse generator was difficult. The fastpath summary screen only showed the mode and base rate. Measured battery data on (B)(6) 2010 was 2.72 v, 18 ua and 2.9 kohms with an estimated longevity of 6 to 11 months to elective replacement indicator (eri). The device was removed and replaced.